Event description:
Reference number (B)(4). Event occurred in the united states. On 30th sep 2024, patient reported infusion set leakage at the qr. There was no visible damage to the set and pump was also not dropped with set in place. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.